Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system displayed a red call doctor icon for a high out of range shock impedance measurement on the right ventricular (rv) lead. This rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.